Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use, the blue seal was detached during stapler's passage. There is no patient involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three photos and one physical product of a device. The event report alleges the product was used in a surgical procedure. The visual inspection of photo one depicts the device in a bag with the device name and lot number hand written. The visual inspection of photo two depicts the back of the blister pack with the bar code, lot number and expiration date. The visual inspection of photo three depicts the obturator and the blue seal disengaged from the top of the trocar. The visual inspection of the returned product noted; the obturator and top of the cannula were received. The blue seal was disengaged. The cannula was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.